Event description:
Received letter from customer's attorney alleging a fall. Undetermined injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. The model, serial number/date code and manufacturer information is unknown. The consumer is a (B)(6) male whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer allegedly fell from the unknown rollator sustaining bruising to the hip, swelling of the right hand, bilateral arm pain and severe back pain. It is unknown if the consumer received medical attention.